Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.9, 1.9, 1.0, lab: 2.0. Caller could not recall time between testing. Pt's therapeutic range is unk.

Manufacturer narrative:
The customer is anemic and reported a hematocrit of 26% from a previous lab draw. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The pt's current health status cannot be ruled out as a possible root cause for the observed inr values. The customer did not remember how much time elapsed between the iratio inr results and the laboratory reference value. Be advised if the time between testing exceeds three hours, changes in pt's status may contribute to unexpected errors or inr results. Three hours is considered a reasonable length of time between the readings in order for the comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was failed: date: (B)(6) 2013; inratio meter (test 1) = 0.9; inratio meter (test 2) = 1.9; inratio meter (test 3) = 1.0; reference = 2.0; mean = 1.45; confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. The inratio test 1, inratio test 3, and reference value, were outside of the confidence limits for inr testing. The results were considered discrepant within the contest of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013; 1st inr = 0.9; 2nd inr = 1.9; 3rd inr = 1.0; mean = 1.27; sd = 0.55; %cv = 43.48; inratio meter results failed the criteria for precision, generating a %cv greater than 20%. In-house therapeutic donor testing was performed on reported lot #305771 on (B)(6) 2013. Results as follows: donor: 201, inratio: 3.4, inratio: 3.1, inratio: 3.1, reference: 2.66, bias threshold: 1.66 - 3.66, %cv: 5.41; 234, 3.4, 3.2, 3.1, 3.01, 2.01 - 4.01, 4.72. Retention products performed as expected. All replicates were within the acceptable bis for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Pt was identified as being anemic. Pt's condition could have contributed to unexpected results. As stated in the pi, inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. Fifteen discrepant result complaints were reported for lot #305771 yielding a complaint rate of 0.039%. (B)(4). This issue will be subject to tracking and trending.